Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw was chosen for implantation. The clip grasped the valve without issue. M-knob was applied. During deployment, establishment of final arm angle (efaa) lock test failed and clip continuously opened 20 degrees. Clip was reopened to 180 degrees and efaa attempted again but the issue persisted. Troubleshooting was attempted a second time but was unsuccessful. The clip was removed and a replacement xtw was implanted without issue, reducing mr to grade 1. There were no patient consequences or clinically significant delay.